Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). An opened winding former of product and a used needle/suture piece were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and marks on body of the needle appear to be from use of the surgical instrument could be observed. The suture piece was inspected and present body fluids, the end was cut, it was noted that the diameter of the suture is different to requirements of this product code. For this reason, a characterization was performed to needle/ suture piece and the results of the sample were related to a drill needle, prime cutting edge with monocryl suture in diameter 2-0¿ and according the characteristic, the sample does not correspond to this product code. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As the sample was received opened and used, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2018 and suture was used. During the procedure, it was noted that the suture gauge appeared too thick once taken out of the packaging. Another like device was used to complete the procedure with no adverse patient consequences.